Manufacturer narrative:
Pleural. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. We are unable to determine the cause of this event.

Event description:
Note: the date of event is unknown. Boston scientific corporation identified in an article titled "hepatic malignancies: percutaneous radiofrequency ablation during percutaneous portal or hepatic vein occlusion" by dr. That a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure. According to the article, after a rf ablation with percutaneous balloon occlusion (pbo) of a large hepatic or portal vein, complications arose. The article indicated that an abundant and recurrent right pleural effusion occurred at the junction between segments v and viii, remote from the diaphragm and pleural recess. Thoracocentesis had to be repeated four times in 6 weeks to evacuate the fluid in this patient.